Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that (B)(6) was the patient¿s primary controller initially in use during the reported event. Review of the log files associated with (B)(6) revealed that a vad stopped alarm was logged on 23-aug-2021 at 17:03:40, indicating that the motor stators failed, and an electrical fault alarm was logged at 17:03:41 due to an overcurrent condition. Two (2) vad disconnect alarms were logged at 17:03:42 and 17:11:51, indicating that the driveline had been disconnected from the controller. These were followed by two (2) electrical fault alarms at 17:42:24 and 17:42:34 due to the rear stator not being connected, as well as an additional vad disconnect alarm at 17:42:29. Another vad stopped alarm due to the motor stators failing was logged at 17:43:02. A successful motor start event was logged at 19:06:02, which likely corresponds with the temporary repair performed using ferrules and insulation tape. An electrical fault alarm was logged on 24-aug-2021 at 12:50:30 due to an open phase on the rear stator, resulting in the pump running on a single stator only. This likely triggered the subsequent high watt alarms at 12:56:27 and 12:56:53 due to the increased power consumption required to run on a single stator. An additional electrical fault alarm due to an open phase on the front stator and high watt alarm were logged on (B)(6) on (B)(6) 2021 at 13:22:25 and 13:22:26, respectively. On-site inspection of the driveline cable, as well as the provided visual evidence, revealed that the driveline was completely cut, with a temporary repair connecting the two sides. A driveline splice procedure was performed to mitigate the reported conditions. The alarms observed in the controller log files on 24-aug-2021, including the electrical fault alarms due to open phases, likely occurred during the splice procedure. As result, the reported event was confirmed. Of note, it was reported that "the patient accidently cut their driveline with a hedge trimmer." There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to the cutting of the driveline by the patient, as mentioned in the reported event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient accidently cut their driveline with a hedge trimmer. The ventricular assist device (vad) was off for approximately two hours. Paramedics were called, administered heparin, and ordered a helicopter to fly the patient to the hospital. The smart helicopter crew repaired the driveline during the flight by using ferrules and insulation tape. The following day servicing was performed to repair damaged wires. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction to the event description (b5). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient accidently cut their driveline with a hedge trimmer. The ventricular assist device (vad) was off for approximately two hours. Servicing was performed to repair damaged wires and the vad remains in use. No patient complications have been reported as a result of this event.